Event description:
The pt's vendor reported that the pt's infusion device does not correctly deliver the programmed amount of insulin. In 2009, the pt experienced elevated blood glucose of 189 mg/dl. The pt's normal blood glucose range is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.